Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure using an xi system, the customer called to report that the digital video interface (dvi) input connection on the vision side cart (vsc) for tilepro was loose. The site tested several dvi cords; although they were able to screw the cord to the personality module audio / video (pmav), it sagged and lost connection. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that they had to rig the dvi cord and prop it up for it to work. It has since been replaced and rectified. They used the same system to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module audio and video (pmav) to correct the reported issue.the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pmav was analyzed and found in artemis, no error was found to indicate the failure occurred in the field. Visual inspection, both video input leaf (vil)s (tilepro) and video output leaf (vol)2 were found damaged due to wear and tear. The pmav was installed on the golden system where the component functioned as expected, and no error code was presented. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a faulty component in both vils.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a mechanical wear and tear of the affected video input leaf (vil) and video output leaf vol within the personality module audio / video (pmav).